Manufacturer narrative:
No ge service performed. Customer replaced a blown fuse. System operates as intended.

Event description:
The customer reported problems with the monitor power supplies and that the monitors are dark. No patient injury was reported.